Event description:
User related. During the surgery, the sales rep. Handed the cr (80-4403l scorpio nrg cr femoral component left #3) where actually the ps type was intended to be implanted.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 4 events associated with this event type (user related) and product code. (Jwh).